Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device could not communicate with the radio frequency transmitter noted via remote. Possible radio frequency chip issue was suspected. The patient was brought into the clinic and a cyber security update was performed. The radio frequency function of the device returned to normal function. Patient was stable.